Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; r770027 mechanical valve implanted (B)(6) 2005; dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. Defibrillation threshold testing was done and the lead was reprogrammed. It was further reported that the patient came to the physician's office after hearing an alert. The alert was due to an impedance warning on the left ventricular (lv) lead. The lead was noted to be programmed lv tip to rv coil. The lead was programmed off until the right ventricular (rv) lead revision could be performed. The right ventricular (rv) lead was capped and replaced. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.